Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" "infusomat space pump - according to the customer, it exceeded the volume entered and transported and transported air to the article cone. Multiple. Infusomat exceeded the entered volume of 100ml by at least volume by at least 20ml and completely emptied the safe set space line completely empty."